Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that customer had high blood glucose between 250 mg/dl and 450 mg/dl, which was treated with a bolus delivery. Caller believed that customer may not be getting enough insulin which may be causing high blood glucose. It was reported that healthcare professional changed settings. Customer had symptoms of nausea and vomiting. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, caller states that cannula had a gentle bend when removed. Insulin pump passed high pressure test. After troubleshooting, it was determined that insulin pump was functioning correctly. It was advised that customer change infusion set, reservoir and insulin and follow up with healthcare professional.